Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user started on the ilet yesterday and had a hyperglycemic episode of 362 mg/dl blood glucose (bg). The user did not report any symptoms, and the bg corrected itself with no outside intervention.